Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During preparation, it was noted that the tip of the dilator had a piece of plastic loose and sticking out. The device could not safely be inserted into the body with there being a risk that this plastic could dislodge. Therefore, sheath and dilator were replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.